Manufacturer narrative:
The device is not available for eval; the filter is still implanted in the pt. Therefore, a product investigation cannot be performed. The x-ray films received by the MFR were reviewed. Film review results were inconclusive. According to the physician, another filter was subsequently placed in the pt. Intracaval pressures were measured during placement of a second filter and found to be abnormally high, especially on valsalva. Such elevated pressures may be expected to significantly increase caval dimensions due to the distensibility of the vessel. It is not known if this played a role in the device movement or displacement.